Manufacturer narrative:
A4 - weight:100. A4 - weight units (patient): not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes' dad called noting that the patient had changed out the infusion site last night and woke up the next morning with a high blood glucose, 419mg/dl, they did not receive an alarm. They removed the site from the left thigh, and it was bent and punched. The patient then inserted a new site in the right thigh and gave bolus through the pump. Recent blood glucose per halo was 243mg/dl. The patients' dad notes how happy they have been with this pump overall, they just wish cleo was more automatic for insertion. They no longer have site from this morning to return. There were differences about the cannula. Pwd was wearing the infusion set. Humalog was the insulin being used. Event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a white, non-hispanic/latino, 9 years old male, weighing 100.0.